Event description:
A 26mm x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurym in 2001. It is reported that the diameter of the proximal non-aneurysmal aortic neck was 22mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 80mm. The entire lengths of the common and external iliac vessels were heavily calcified. The right common iliac was 16mm and the left common iliac was 12mm. It is reported that the stent graft was deployed accurately below the lowest renal, however, the runners were sticking to the graft due to the tight vessels which made the runners and graft act as one. It is reported that the stent graft was buttressed, however, the sheath was much closer to the end of the graft; therefore, the initial tug pulled the stent graft back into the sheath. The physician was required to manipulate the stent graft causing the stent graft to slip 3cm inadvertently occluding the hypogastric artery. An aortic cuff was placed achieving a seal. The patient was reported to be fine and there was no additional adverse clinical sequelae related to this event.